Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. Pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The patient and husband reported left side rupture and pain. Rupture was suspected and later. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 30jul2024.

Event description:
Patient reported left side rupture and pain. Healthcare professional confirmed left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via spouse left side rupture and pain. Rupture was suspected with mammogram and later confirmed with MRI. Healthcare professional later confirmed rupture. The device remains implanted.

Event description:
The device has been explanted.